Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) underwent a procedure in which electrocautery was used. A magnet was placed during the procedure however at times the electrocautery was being oversensed, causing temporary pacing inhibition and the oxygen stats to drop, as if this patient was holding their breath. Technical services (ts) noted this patient was pacing most of the time in the ventricle. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) underwent a procedure in which electrocautery was used. A magnet was placed during the procedure however at times the electrocautery was being oversensed, causing temporary pacing inhibition and the oxygen stats to drop, as if this patient was holding their breath. Technical services (ts) noted this patient was pacing most of the time in the ventricle. This ICD remains in service. No adverse patient effects were reported.